Event description:
Lap-band received in the device analysis lab with no information. Further follow up with the physician notes, the reason for device return was due to a leak in the band.

Manufacturer narrative:
Taper ii. Allergan has received the product however, the device has been identified as an ap standard. The access port connector has not been identified. The device analysis has not been completed at this time. Based upon the model number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The serial number initially provided by the reporter was found to be belonging to a different product. The reporter has been asked to provide a correct serial number, the explant date, and a clear event description. Allergan has not received the information at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."